Event description:
It was reported that four days after a stimulator replacement for normal battery depletion, the patient had shocking at the battery site. It was thought there was a possible short in the system. An impedance check showed that 4-7 was out of range. The patient was taken back to the operating room due to the short. One of the leads was replaced. Impedances were then within normal limits and the patient was getting good therapy coverage and relief.

Manufacturer narrative:
Product ID: 3998, lot# j0564099v, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).